Manufacturer narrative:
P-cap locked into place properly during testing. Unit passed self test. Displacement test, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test. Successfully downloaded unit history using thump software. No keypad or pump error 130 alarms noted during testing. Keypad functioned properly and navigated through menus. However, on adapt, pump error 130 was recorded on (B)(6)2024 at 01:09:33.000 hour. Pump was cut open to perform visual inspection and found moisture damage on pcba1 and force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, pillowing keypad overlay, and scratched case in summary, customer concern for keypad/button unresponsive/button error and pump error 130 is not confirmed. Keypad functioned properly and no alarms noted during testing. In addition, moisture damage was noted, therefore isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving a pump error. Customer was not able to clear the error. Customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.